Event description:
It was reported that when the technician started up the external pulse generator it displayed a "self test failure" error. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device displayed a self-test error, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the display was missing pixels, the lower case and side bail covers were broken. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis revealed that the device displayed an error, but after calibration typical operation was restored. Functional testing found that all tests passed. Conclusion: confirmed the failure seen during service and repair of the device caused by a corrupt integrated circuit component.